Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance by instructing the caller on how to reset the pump, which resolved the malfunction code without recurrence. The customer was advised to continue using the pump and to call back if issues reappeared, which the caller understood.